Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh as implanted. It was reported that the patient underwent revision of mesh on (B)(6) 2013 due to recurrent sui . (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh/sling revision, cystocele repair and cystoscopy w/hydrodistention on (B)(6) 2014 due to pelvic pain, status post pelvic organ prolapse and repair x 3 w/sling, status post hysterectomy, status post partial colpocleisis, cystocele second degree, rectocele first degree, urge incontinence, shortened vagina 4cm long, and interstitial cystitis.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to sui, prolapse, cystocele, rectocele and urethral hypermobility. Outcomes attributed to device includes pain, infection, recurrence, odor and urinary problems. (B)(6) 2012 elevate/mniarc was implanted into patient. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and (B)(6) 2012 and mesh and mini-arc and elevate was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.